Event description:
It was reported the physician claimed he was misled into thinking the patient had a prolonged qt interval as the device artificially prolonged the qt by incorporating the u-wave as the t-wave. It was also indicated there was an issue with how the 5-minute and 1-minute trend data differed. The patient passed away due to unknown causes. Investigation of the issue by product support engineering, it was identified that the device was operating in accordance with its intended design and specifications. The observed differences in heart rate values were attributable to the way trend data was calculated and displayed over different time intervals. Specifically, the 1-minute trend reflected heart rate values calculated from beats detected within each individual 1-minute period, while the 5-minute trend represented an aggregated value over a rolling 5-minute window. For example, the heart rate displayed at a given time point in the 5-minute trend reflected the average heart rate calculated over the preceding five minutes. As a result, values displayed in the 1-minute and 5-minute trends might differ, which was expected behavior. The cause of death was not provided by the customer, and it remains unknown if the device behavior was in any way related to the death. Based on the information available, there was no evidence of a device malfunction and no deviation from device specifications was identified.

Manufacturer narrative:
The investigation indicated that the customer contacted philips and was connected to a product service engineer (pse) for troubleshooting support. During investigation, it was identified that the device was operating in accordance with its intended design and specifications. The observed differences in heart rate values were attributable to the way trend data was calculated and displayed over different time intervals. Specifically, the 1-minute trend reflected heart rate values calculated from beats detected within each individual 1-minute period, while the 5-minute trend represented an aggregated value over a rolling 5-minute window. For example, the heart rate displayed at a given time point in the 5-minute trend reflected the average heart rate calculated over the preceding five minutes. As a result, values displayed in the 1-minute and 5-minute trends might differ, which was expected behavior. Based on the information available, there was no evidence of a device malfunction or deviation from specifications was identified. Based on the information available, the product was confirmed to be operating per specifications. The product service engineer has confirmed there was no indication the device malfunctioned and philips was unable to replicate the alleged condition reported by the customer concluding the customer's device was performing as designed.